Event description:
Trial patient mentioned that they had some darker urine on first cath, reddish urine with second cath, half of today urine was orange and then yellow for the rest of the day. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.